Event description:
It was reported that during advancement of the herculink elite over the balance heavy-weight (bhw) guide wire to the target lesion in the mildly calcified, restenosed, proximal inferior mesenteric artery, the bhw moved back slightly and coiled. There was no resistance felt during advancement of the herculink elite. The bhw was reintroduced into the target lesion and the herculink elite was deployed. After the herculink elite stent delivery system (sds) had been retracted over the bhw about 30 cm, resistance was felt so the sds and bhw were removed together. It was then noted that the bhw had broken in half as the proximal half was laying outside of the patient and approximately 5 cm of the distal segment was protruding from the guide wire exit notch of the sds. There were no adverse patient effects. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Inflation: cook. Sheath: cordis 6f. Stent: herculink elite. The herculink elite is being filed under a separate manufacturer report number. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned product found blood and contrast on the coils which is consistent with the guide wire being used in the patient as reported. The tip was tugged on to confirm that the core and shaping ribbon were intact. There was a kink in the hypotube, 1.2 cm distal to the proximal end. This damage was not reported in the incident information and likely occurred during the procedure or during packing, handling, and return to abbott vascular for analysis. Analysis confirmed the reported resistance with the other device as the distal end of the returned guide wire, distal to the separation, did not backload through the returned stent delivery system (sds) past the kink in the hypotube. The full length of the guide wire, proximal to the separation, advanced through the guide wire lumen of the returned sds with resistance noted. The outer diameter of the solder joints were measured with a hole gauge and this met manufacturing criteria. The outer diameter of the core was measured with a laser micrometer and this met manufacturing criteria. The sds used during the procedure was returned with blood in the guide wire lumen, inflation lumen, and balloon. There was no contrast visible. The balloon was loosely folded and the inner and outer members were torn at the guide wire exit notch for a length of 2 cm. Resistance between devices can occur due to numerous factors including, but are not limited to, interaction with other devices, insertion/removal/preparation technique, lesion morphology, patient anatomy/disease state, the condition of the catheter used, and/or condition of wire coating. Coagulation of blood and contrast in the lumen of the catheter or on the wire can be a factor in reducing clearance. Additionally, in certain circumstances, such as during high pressure balloon inflations, manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearance between devices can be reduced to undesirable level and could lead to resistance. The reported guide wire separation was also confirmed, as the core was separated at the proximal end of the hypotube. There was a small piece of the core still inside the hypotube. The core was bent 12 cm proximal to the separation. This noted bend in the core was not reported in the incident information and likely occurred during the procedure or during packing, handling, and return to abbott vascular for analysis. Scanning electron microscopy (sem) analysis suggests that the core failure may be attributed to ductile overload at a bend. The core is fractured at a bend in the proximal end of the hypotube. Dimples and a woody texture were observed across the fracture surface. It was noted that there was core extending out of the hypotube, indicating that the hypotube was properly attached to the core. A hypotube being over pulled or over bent would require it to be trapped within the lesion anatomy and/or another device in order to create the required forces to cause a separation. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive tip pull test and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. A review of the electronic lot history record for the reported lot revealed no associated nonconforming material records, indicating that all lot release testing met specification. Additionally, a query of the complaint handling database for the reported lot was performed and there was no other incidents reported for resistance. In this case, the reported guide wire separation was likely the result of the reported resistance with the other device. There is no indication of a product quality deficiency.